Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the customer's allegation was not confirmed. A definitive root cause for the could not be identified. Based on the results of the investigation findings do not lead to a clear conclusion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device exhibited no power on monitor. The issue occurred during inspection for use. There were no reports of patient involvement.